Manufacturer narrative:
The initial medwatch report indicates: (B)(6) 2013. The initial medwatch report should indicate: (B)(6) 2013. Additional information for supplemental medwatch report: physio-control has performed additional clinical and engineering analysis of the reported compression depth feedback accuracy issue, and through the course of that investigation has determined that the device is operating within its product requirements and specifications. It was also determined that the current product design meets established user needs and achieves a coaching benefit to the user for delivery of cardiopulmonary resuscitation (CPR) therapy. Physio-control has investigated the reported issue of inaccurate depth measurement and has verified the issue. Physio has determined that the cause of the reported issue is the result of a combination of factors relating to user hand placement and patient anatomy.

Event description:
The user did not feel secure using the device, it was difficult to keep reaching the appropriate depth, users felt they had to go too deep to reach the appropriate depth indicated and were afraid that ribs would break, they felt it was not safe to push this hard. Also, the device was reported to continuously move away and the user was afraid that due to the force that had to be applied to reach the appropriate depth, bones would break during resuscitation; especially in thinner patients. After a review of the device data download, it was observed that the device was inappropriately indicating that the compression depth was too shallow. There was patient use associated however, details and the outcome of the patient was not reported.

Manufacturer narrative:
(B)(4): physio-control has investigated and verified the reported issue. Physio has determined that the cause of the reported issue is due to inaccurate depth measurement displayed by the device as a result of a combination of factors relating to user hand placement and patient anatomy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.